Event description:
A hospital in (B)(6) reported via a distributor that an air leakage was heard from the water trap of an rt106 adult breathing circuit while being used on a pt. The leakage was later confirmed by the medical engineering centre of the hospital, but the reason why and from where it was leaking could not be determined. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt106 adult breathing circuit was pressure tested and also submerged in a water bath to test for leaks. Results: the water trap of the breathing circuits consists of two parts where the lower part can be removed during use for draining water. A leak was found in the seal between the water trap bowl and the water trap top. A lot check was not performed as no lot information had been provided. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production during transport, storage or use, possibly by distortion of the water trap when the bowl was reconnected. (B)(4).